Event description:
It was reported to philips that the system was not starting up correctly. The system was outside of clinical use when the issue occurred. Philips has started an investigation of this complaint.